Manufacturer narrative:
The device was manufactured between 7/27/2017 and 7/28/2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph shows a pool of liquid inside the green overpouch that contains the infusor device which suggests leak has occurred. The reported condition was verified. The exact location of leak and the cause of leak could not be determined via the photo. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution leaked from a large volume infusor into the outer bag. The pump was filled with piperacillin/tazobactam 13500mg in sodium chloride 0.9%. There was no patient involvement. No additional information is available.